Event description:
It was reported that the patients stimulation was cutting out and was not covering the pain areas. It was also noted that the patient was frequently charging the ipg. The patient underwent an explant procedure, and the explanted device will not be returned.